Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. If additional information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and five months post implant of this bioprosthetic valve, it was explanted and replaced due to cuspal tearing. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the device was received in a clear 0.2% glutaraldehyde solution in an explant kit. A visual examination of the returned device was performed upon receipt. One stent post appeared slightly deflected. Stent posts measured: lr= 5°, rnc= 7°, ncl= 5°. One leaflet appeared torn. All leaflets were slightly stiff but flexible except where host tissue extended on the outflow. Large tears or abrasions observed through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth along the outflow rail, a possible long suture tail, or a combination of the two. Small tears were observed through the free margin of the left and right cusp adjacent to the left-right commissure. Tiny tears observed on the tunica of the non-coronary and left cusps along the inflow margin of attachment appeared to be associated with the removal of host tissue during explant. The right non-coronary and non-coronary left commissures appeared intact. Tears were noted on the left-right commissure. Traces of pannus were observed on the tunica of the non-coronary and left cusps along the inflow margin of attachment. A thin layer of tan thrombotic appearing host tissue partially lined the non-coronary and left cusps on the outflow. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the tear and abrasions seen in the explanted valve may have been a result of the altered position of the outflow rail since the position of the deflection resulted in the narrowing of this outflow rail opening. Exactly when and how the stent post deflection occurred cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 5 months post implant of this bioprosthetic valve, it was explanted and replaced due to cuspal tearing. No other adverse patient effects were reported.